Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that, the customer was hospitalized for diabetic ketoacidosis. It was also stated that, the customer had high blood glucose levels for two days prior to being hospitalized. The customer treated with an injection and the injection did lower the blood glucose levels. In addition, it was stated that the customer changed the infusion set the day before hospitalization. Troubleshooting revealed that the programming was correct on the insulin pump.